Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The returned complaint device was visually inspected and no defects were found. There were hardware error codes and screen error alarm observed during the review of the downloaded data log. The reported event of a hardware failure was confirmed. The root cause was determined to be a hardware component failure.